Event description:
(B)(4) bad menstrual cramps, abdomen swelling, decreased thyroid hormones, hair loss, mood swings, hot flashes, pimples on thighs, nausea, vomiting, lower back pain, pain during sex.